Event description:
This event was reported as 3+ aortic regurgitation, "tee" showed jet at lcc, possible retracted leaflet, dyspnea on exertion, and congestive heart failure; no further info was provided.